Manufacturer narrative:
The investigator assessed this event as not related to the study device, study procedure or to the anti-platelet medication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina which was treated by two resolute integrity drug eluting stents- one into the mid lad and one into the dist lcx. Approximately 28 months post index procedure, the patient suffered non-st elevation myocardial infarction. This was treated with revascularisation of the rca (non-tvr). The patient recovered

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.